Event description:
Review of manufacturing records confirmed all tests passed for the lead prior to distribution. The vns programming history database shows the last known diagnostic test, with an acceptable impedance value, was performed on (B)(6) 2015 with an impedance value of 2320 ohms. Additional information obtained that impedance change was observed on (B)(6) 2015 with high impedance value 11084 omhs.

Event description:
It was reported that patient's vns system shows a high impedance result. It was reported that patient had a battery replacement in (B)(6) 2015. Attempts for additional relevant information have been unsuccessful to date.

Event description:
Additional information was received from nurse that the patient's medical notes are not available. It was reported that the impedance was first noticed on (B)(6) 2016, lead impedance was 10,000 ohms. The last known good impedance results was obtained on (B)(6) 2015, the lead impedance was 2320 ohms. There was no trauma but patient is a twiddler. Additional information was received that patient underwent full revision surgery on (B)(6) 2016. The explanted lead was not returned to the manufacturer for analysis.